Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her device was explanted as it never worked for her. The patient couldn't recall the date of the explant. There was no replacement of the device. No further complications were reported.